Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The nurse reported via phone call that the customer's blood glucose was going down and she just started the insulin pump. Customer's blood glucose was 48 mg/dl at the time of the incident. Customer's current blood glucose was 59 mg/dl. Customer treated with food and has been drinking orange juice at this time. Customer has been experiencing low blood glucose for 3 days. Customer was not admitted as an inpatient for medical treatment. Customer stated that she would like to stop troubleshooting at this time and will speak with her health care professional about the basal rates on the insulin pump.